Manufacturer narrative:
Combination product: yes.

Event description:
This lead was capped due to pacing impedance increased to 1900 ohms both bipolar and unipolar. Pacing threshold also increased to 3.6v@1.0 ms both bipolar and unipolar. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.